Event description:
Reporter alleged obtaining discrepant blood glucose results of 29 mg/dl, 215 mg/dl, and 56 mg/dl on the aviva system compared back to back with a result of 48 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated the paramedics had been called prior to the readings being obtained when he became incoherent and his wife had treated him with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.